Event description:
A report was received via sales rep and rn assistant to physician in which pro osteon 500 was removed due to implant migration. It was reported that the pt had bone harvested from the anterior iliac crest several years prior to the laminectomy surgery in 1999. At the time of the 1999 surgery, the pt requested that physician regraft the iliac crest due to the noticeable defect from the prior surgery. Using pro osteon 500 the defect was filled and recontoured. On 12/01/1999, the pt complained of anterior swelling of the iliac crest which had not subsided since the 1999 surgery. In addition, pt noted that pt could palpate the graft. At that time, physician noted that a bursal sac had formed over the pro osteon and that the graft was palpable. In 2000, the pro osteon was removed and the iliac crest was debrided down to the bony margins. The pt was regrafted at that time with boneplast. There was no evidence of infection and antibiotics were not prescribed. Physician stated that this event was not related to nor exacerbated by the pro osteon 500.